Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace the latch insep. A field service engineer troubleshooted and found a faulty latch insep. So, replaced and testd. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure unable to open. The customer reported that an issue occurred when trying to issue medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.